Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to have a defective power supply. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon eval, the power supply was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The last pt to use this charger/modem did not report any deficiencies.